Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Correction: section d - updated serial number and product information (lot number, expiration date, UDI), serial number should have been (B)(6) correction: d6a and d6b - updated date of implant to (B)(6) 2021, previously reported as (B)(6) 2020, updated date of explant to (B)(6) 2022, previously reported as (B)(6) 2022 correction: h4 - updated manufacturing date to (B)(6) 2020, previously reported as (B)(6) 2020.